Event description:
Age, gender and weight of the patient is unknown. Boston scientific corporation was informed that the hemostasis clip device was used in a procedure to stop bleeding caused by ulcus around duodena. The scope's distal part was very curved. The 1st device released clip successfully. The 2nd device was inserted but removed as it was unable to advance out of the scope due to very tortuous anatomy. After the 3rd device (subject device) held the tissue, it couldn't release the clip. The device was removed with the clip holding tissue and there was bleeding. All the bleeding was stopped by cautery. Patient's status is "good".